Manufacturer narrative:
Device evaluation: lens was returned in a vial with liquid. Visual inspection found the lens haptic torn. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -7.50/1.0/093 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. After insertion, the lens "flipped in the eye." Intraoperatively, the lens was removed and successfully exchanged with an alternate lens. Reportedly, no patient injury occurred. Cause of the event is reported as user error.